Manufacturer narrative:
.

Event description:
During fco implementation, a philips bench technician noted the device failed to calibrate etco2. There was no patient involvement as this occurred during servicing.